Manufacturer narrative:
Follow-up # 1: device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter displayed an error 3 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 when she allegedly obtained an error 3 message when attempting to use the subject device to measure her blood glucose. The patient stated that she manages her blood glucose using insulin with no adjustments, and it is unknown if the patient made any changes to her usual diabetes management routine in response to the alleged issue. The patient did state that she had received previous medication of morphine. The patient reported experiencing symptoms of "going constantly to the toilet" and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that the patient's testing technique was correct but was unable to walk the patient through a control solution re-test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.